Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model 6291-je5f with serial number (B)(4) was issued user instructions part number 1148068 rev d (jul-08). The legs not locking into place was found as an out of box failure. Invacare has provided these notes, warnings and instructions to prevent the consumer from using devices with compromised legs. It is unknown if there was shipping damage. The following note is provided on page 2: "note: check all parts for shipping damage. If shipping damage is noted, do not use. Contact carrier/dealer for further instruction." In addition, the dealer followed the procedure below for care and maintenance upon receipt of the device and determined there was an issue: on page 2 it states: "care and maintenance - make sure that all attaching hardware is in place and secure at all times. Replace all broken, damaged or worn items immediately. Make sure that the locking mechanisms function properly." On page 3 the following warning is provided: "warning - ensure that the snap button protrudes through the appropriate adjustment hole on the leg extension."

Event description:
The dealer opened the new walker and the legs would not lock into place. No consumer was involved. No injury is alleged.